Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 285700002, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot # n279670, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that the patient fell on his back three to four months prior to the report and his system had not been working. The patient felt a lump and had less than 50% therapy relief. No further information was provided.